Manufacturer narrative:
(B)(4). The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, scratched and worn lcd window. No crack found on lcd window or lcd glass noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the display on the insulin pump was really bad and readable. There were cracks on the display. Customer did not know blood glucose level. No further information reported.